Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported a right side rupture. Patient additionally reported "pain in legs and hips," "loss of appetite," "migraines, skin rash and neuropathy;" these events are not related to the device. Device remains implanted.